Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w: 4.10 d, retainer ring = clear. The thus download was successful. No unexpected no delivery alarm (pump error 7) found in the pump history/long trace download on (B)(6) 2021. Pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. No unexpected no delivery/occlusion alarm noted during testing. Unit was received with stained serial number label, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. Unit was cut opened and inspected. No component or moisture damage on the electronic assembly, motor assembly and force sensor. The force sensor offset measured within spec range during testing (22.4 mv). The motor was tested outside of the device on the stb3 and passed.

Event description:
Medtronic received information that no delivery/occlusion alarm during therapy, damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.